Manufacturer narrative:
(B)(4). Concomitant medical products: 45mm lft standard mand cat# 24-6546 lot# 186200b. Tmj sm lft fossa comp cat# 24-6563 lot# 199570b. It is unknown how many screws were involved in the event, and there is a possibility of multiple screws. 1 screw will be reported pending additional information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00372, 0001032347 - 2021 - 00373.

Event description:
It was reported that a patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the screw. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.